Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed low defibrillation impedance that did not abort a therapy on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes that shocks delivered with low defibrillation impedance on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on 3 may 2022. The patient condition was stable before, during, and after the procedure.